Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is reporting jerking sensation on both side of their lower buttocks to legs. The patient was just implanted with a single lead for right buttocks and leg pain. All the impedance were in range, and jerking occurred with the stimulation on and off. The symptoms are bilateral, and stimulation is only on the right side. The physician is sending the patient for a MRI. The issue was not resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported. [Please refer to (B)(4) for revision]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the patient only having stimulation on their right side was because the patient originally had unilateral pain, left back leg, and stimulation coverage was there. The patient's new pain post procedure is both side to feet. The cause of the patient's "jerking" is unknown. The patient going to get a MRI and the jerking was with stimulation being off. It is unknown if the patient's issues have been resolved. No further information was reported.